Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.